Event description:
It was reported that during a procedure, when customer was checking the tubing set before connecting to the catheter and after sensor control, realized that micro bubbles were formed. The procedure was completed after changing the tubing system without any patient consequence.

Manufacturer narrative:
(B)(4) are related to the same event.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, when customer was checking the tubing set before connecting to the catheter and after sensor control, realized that micro bubbles were formed. The procedure was completed after changing the tubing system without any patient consequence. Coolflow tubing set #1: upon receipt, the device was visually inspected and it was found that the small retainer side tubing had a scratch and that the large retainer side tubing had white adhesive smear on it. It was noticed that the scratch on the small retainer was superficial only and air did not enter through it. Then per the reported event, an irrigation test with a cool flow pump was performed and no bubbles or alarms were observed during the test. The final report original external manufacturer (OEM) inspection was reviewed and no anomalies were found related to this complaint. In addition, the final report original external manufacturer (OEM) inspection review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Coolflow tubing set #2: upon receipt, the device was visually inspected and it was found in normal conditions. Then per the reported event, an irrigation test with a cool flow pump was performed and no bubbles or alarms were observed during the test. The final report original external manufacturer (OEM) inspection was reviewed and no anomalies were found related to this complaint. In addition, the final report original external manufacturer (OEM) inspection review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Coolflow tubing set #3: upon receipt, the device was visually inspected and it was found in normal conditions. Then per the reported event, an irrigation test with a cool flow pump was performed and no bubbles or alarms were observed during the test. The final report original external manufacturer (OEM) inspection was reviewed and no anomalies were found related to this complaint. In addition, the final report original external manufacturer (OEM) inspection review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.since no lot number was provided, no device history record review could be performed.(B)(4).